Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced a false positive result. There was no indication that results were reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter. The customer stated: "the technical specialist reports the instrument is generating fluorescence which is causing a false positive."

Manufacturer narrative:
H6 investigation summary:a failure of fluorescence detection was reported on a max instrument (p/n 441916, s/n (B)(6) ). A bd field service engineer was dispatched and evaluated the failures for trends. There did not appear to be a pattern to the failures. The bd fse checked the voltage, adjusted drawers, cleaned the reader, and ran normalization. The reader was replaced and the instrument was returned to the customer in working order. This is a confirmed failure of a bd product. Review of device history record for ct0975 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for ct0975 was reviewed and revealed no previous complaints related to fluorescence detection failures. The root cause was reader failure. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced a false positive result. There was no indication that results were reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter. The customer stated: "the technical specialist reports the instrument is generating fluorescence which is causing a false positive."